Event description:
It was reported that during use of the ultrasafe x100l png clear nvs stein the plunger fell out and the medication spilled. The following information was provided by the initial reporter: spontaneous call from patient reporting when she went to do her injection the plunger fell out and the medication spilled.

Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369, PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the ultrasafe x100l png clear nvs stein the plunger fell out and the medication spilled. The following information was provided by the initial reporter: spontaneous call from patient reporting when she went to do her injection the plunger fell out and the medication spilled.